Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pain"), abortion spontaneous ("pregnancy (stillbirth/miscarrige)") and pregnancy with contraceptive device ("pregnancy (stillbirth/miscarrige)") in a 29-year-old female patient who had essure (batch no. 641430) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth/miscarrige)". The patient's concurrent conditions included abdominal pain since (B)(6) 2015 flank pain since (B)(6) 2015 diarrhea since (B)(6) 2016 gravida ii and parity 4. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary") and allergy to metals ("nickel allergy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and allergy to metals outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, cystitis, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:(B)(6) 2009: trailing coils left 4 right 3 other findings during the hysteroscopy are noted. (B)(6) 2010:patient presents today for repeat essure:the hysteroscope is inserted into the endometrial cavity with normal saline as the distension medium. Despite extensive searching, I am unable to visualize the right ostia, which seems to be in question. I can visualize the left coil coming from the apparent ostia. Ex1:entensive searching was performed, however, could not identify the ostia, therefore, the procedure was terminated. Impression :1. Failed essure. Diagnostic results: 03nov2011:ultrasound report:impression intrauterine pregnancy at 12-weeks 4-days with a change of her edc by ultrasound, her edc will be (B)(6) 2012. (B)(6) 2015:complaint-abdominal pain; 6 weeks pregnant:final diagnosis :pregnancy incidental, and uti in pregnancy 06jun2016:the patient had a tubal ligation after delivery. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: vaginal bleeding, nickel allergy. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received. Reporter information added. Concomitant condition, laboratory data, lot number added. Added event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migration of essure device, pregnancy (stillbirth/ miscarriage), bladder infection, urinary tract infections, nickel allergy. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), pelvic pain ('pain /pelvic pain'), abortion spontaneous ('pregnancy (stillbirth/miscarriage)') and pregnancy with contraceptive device ('pregnancy (stillbirth/miscarriage)') in a 29-year-old female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth/miscarrige)". Medical conditions: (B)(6) 2011:ultrasound report: impression intrauterine pregnancy at 12-weeks 4-days with a change of her edc by ultrasound, her edc will be (B)(6) 2012. On (B)(6) 2015: complaint-abdominal pain; 6 weeks pregnant: final diagnosis: pregnancy incidental, and uti in pregnancy on (B)(6) 2016: the patient had a tubal ligation after delivery. Concurrent conditions included diarrhea since (B)(6) 2016, abdominal pain since (B)(6) 2015, flank pain since (B)(6) 2015, multigravida and parity 4. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary probs.") And was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, allergy to metals, abdominal pain, dysmenorrhoea, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, bladder disorder, cystitis, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: (B)(6) 2009: trailing coils left 4 right 3 other findings during the hysteroscopy are noted. On (B)(6) 2010:patient presents today for repeat essure:the hysteroscope is inserted into the endometrial cavity with normal saline as the distension medium. Despite extensive searching, I am unable to visualize the right ostia, which seems to be in question. I can visualize the left coil coming from the apparent ostia. Ex1:intensive searching was performed, however, could not identify the ostia, therefore, the procedure was terminated. Impression :1. Failed essure. Patient had experienced another one pregnancy with live delivery. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: vaginal bleeding, nickel allergy. Lot number: 641430, manufacture date: 2009-05, expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-dec-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pelvic pain ("pain"), abortion spontaneous ("pregnancy (stillbirth/miscarrige)") and pregnancy with contraceptive device ("pregnancy (stillbirth/miscarrige)") in a 29-year-old female patient who had essure (batch no. 641430) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth/miscarrige)". The patient's concurrent conditions included abdominal pain since 16-aug-2015, flank pain since 16-aug-2015, diarrhea since 15-jul-2016, multigravida and parity 4. In 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary") and allergy to metals ("nickel allergy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection and allergy to metals outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, allergy to metals, cystitis, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion details:23jun2009: trailing coils left 4 right 3 other findings during the hysteroscopy are noted. (B)(6) 2010:patient presents today for repeat essure:the hysteroscope is inserted into the endometrial cavity with normal saline as the distension medium. Despite extensive searching, I am unable to visualize the right ostia, which seems to be in question. I can visualize the left coil coming from the apparent ostia. Ex1:entensive searching was performed, however, could not identify the ostia, therefore, the procedure was terminated. Impression :1. Failed essure. Diagnostic results: 03nov2011:ultrasound report:impression intrauterine pregnancy at 12-weeks 4-days with a change of her edc by ultrasound, her edc will be 13may2012. 16aug2015:complaint-abdominal pain; 6 weeks pregnant:final diagnosis :pregnancy incidental, and uti in pregnancy 06jun2016:the patient had a tubal ligation after delivery. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: vaginal bleeding, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), pelvic pain ('pain /pelvic pain'), abortion spontaneous ('pregnancy (stillbirth/miscarriage)') and pregnancy with contraceptive device ('pregnancy (stillbirth/miscarriage)') in a 29-year-old female patient who had essure (batch no. 641430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy (stillbirth/miscarrige)". Medical conditions: (B)(6) 2011:ultrasound report: impression intrauterine pregnancy at 12-weeks 4-days with a change of her edc by ultrasound, her edc will be (B)(6) 2012. On (B)(6) 2015: complaint-abdominal pain; 6 weeks pregnant: final diagnosis: pregnancy incidental, and uti in pregnancy on (B)(6) 2016: the patient had a tubal ligation after delivery. Concurrent conditions included diarrhea since (B)(6) 2016, abdominal pain since (B)(6) 2015, flank pain since (B)(6) 2015, multigravida and parity 4. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"), allergy to metals ("nickel allergy"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary probs.") And was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, allergy to metals, abdominal pain, dysmenorrhoea, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, allergy to metals, bladder disorder, cystitis, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: (B)(6) 2009: trailing coils left 4 right 3 other findings during the hysteroscopy are noted. (B)(6) 2010:patient presents today for repeat essure:the hysteroscope is inserted into the endometrial cavity with normal saline as the distension medium. Despite extensive searching, I am unable to visualize the right ostia, which seems to be in question. I can visualize the left coil coming from the apparent ostia. Ex1:intensive searching was performed, however, could not identify the ostia, therefore, the procedure was terminated. Impression :1. Failed essure. Patient had experienced another one pregnancy with live delivery. Concerning the injuries reported in this case the following one/ones were described in patients medical record confirming: vaginal bleeding, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: essure insertion date updated. Events: bladder problems, urinary tract problems, abdominal pain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.